Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for the case of the second surgeon, could you please provide the following information of the event: procedure name and date? N/k. Were there any adverse patient consequences? No. Was the issue noted whilst suturing or while being taken out of the packet? Whilst suturing. How was the procedure completed? Not provided. Lot number? N/k. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke free from the needle. There were no adverse patient consequences. No additional information was provided.